Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-4318, lot #: 19105083 description: clik x anchor. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness, swelling, and fever were noted. The physician believed that infection was not device or procedure related. The patient was placed on antibiotics and was explanted. No device malfunction was suspected.